Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the device had recurring audio anomaly. The device was not properly adjusting the volume level according to the setting. The device failed troubleshooting. The customer¿s blood glucose was unknown. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement and active current measurement. Hardware low level failures(variable 3) alarmed during selftest due to broken trace at u1 pin 1 (vdd) on keypad assembly. Unable to verify audio/absence of alarm due to hardware low level failures.